Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements and high threshold measurements. As a result, the rv lead was surgically abandoned and replaced. This device remains implanted. This patient was not pacemaker dependent and therefore, no adverse patient effects were noted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.